Event description:
It was reported that the catheter was placed and used without incident in a female patient for hip surgery. The rn's typically remove catheters at this facility, however, the physician was called due to tension when trying to remove the catheter. The catheter broke at the 13cm mark and part was retained in the patient. The patient has elected to have the piece removed and the surgery will be performed on monday, (B)(6) 2011. Additional information received on (B)(6) 2011 from the sales representative stated the patient had the catheter surgically removed on (B)(6) 2011. The patient was in the left lateral position (on her side) during the original removal attempt of the catheter. They used this position due to the patient having hip replacement surgery.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.